Event description:
A malfunction was reported when the pump declared an altitude alarm. Specific blood glucose values were unknown, but the level was reported as "high." The customer administered a correction bolus via the pump to manage the high blood glucose and did not need third-party assistance. Insulin delivery was not suspended due to the alarm, and the customer resumed using the original cartridge. Technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged.